Manufacturer narrative:
Concomitant medical products: product ID: 3080, lot#: l74010, implanted: (B)(6) 2000, product type: lead. Other relevant device(s) are: product ID: 3080, serial/lot #: (B)(4), ubd: 29-nov-2003, UDI#: (B)(4). Date of event: date is estimated; month and year are valid. Explant date (2021 reports): (ins explant date): date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's ins was removed, but they could not get the lead out because the lead was so attached they did not want to do any more work. Their doctor resolved the device. Additional information was received from the patient. They reported that no healthcare provider was currently managing their device. The ins was removed and the lead was attempted to be removed in (B)(6) of 2021. The cause of the lead abandonment/not being able to get the lead out because it was so attached (explant difficulty) was reportedly determined. When asked what most likely caused or contributed to this issue, they responded "unable to detach leads." When asked to clarify the report their doctor had resolved the device and what steps were taken to resolve the issue, they replied the battery was removed and the leads were still attached. The issue was not yet resolved. When asked if additional surgery was planned to remove the lead, they reported there was not a planned date yet.